Manufacturer narrative:
The zoll review of the ECG strips, provided by the complainant, show deflection of ECG, following defibrillation shocks, which is consistent with energy delivery to the pt. There is no indication on the ECG strips that the defibrillator energy was not delivered. The unit has been evaluated by zoll's tech svc dept. They have fully tested the unit and have been unable to find any problems with its operation. Therefore, based on the test results and our analysis of the ECG report that was provided, zoll has no reason to believe that the device failed to meet its performance specs.

Event description:
Complainant alleged that the staff was attending to a 77 year old female pt with abdominal pain who had been admitted to the facility three days earlier. The pt had a witnessed respiratory arrest. The staff was unable to palpate the pt's pulse. A code blue was initiated and CPR was begun. The pt was mechanically ventilated and closed chest compressions were performed. The staff performed external pacing. The staff then attempted to defibrillate the pt. The pt was shocked four times, once at 200 joules, a second time at 300 joules and a third and fourth time at 360 joules each time. The complainant reported that the clinician did not see the expected pt movement after each shock was administered. The pt subsequently expired.